Event description:
During index procedure, one endeavor sprint drug eluting stent was implanted in the lad. Approximately 11 months post index procedure, the patient suffered cerebral hemorrhage. The patient was treated with medication but passed away on the same day. The investigator assessed this event as not related to the index device.